Event description:
It was reported that insulin squirted out during the manual prime. Troubleshooting was performed. It was stated that the insulin dripped out after the motor stopped. The customer changed the insulin set and reservoir. It was stated that the insulin pump did not slow down; the numbers were ramping up, and then alarmed an error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.